Event description:
It was reported by the patient that he was dissatisfied the inflatable penile prosthesis as it did not work. The pump was very hard and will not operate. The patient was seen in the physician office, but it would only partially inflate. Additionally, the patient indicated that his penis was only 3 inches now. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.